Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical devices: item# unknown / unknown head / lot # unknown; item# unknown / unknown liner lot # unknown; item# unknown / unknown stem lot # unknown.

Event description:
It was reported patient underwent hip revision on an unknown date due to infection and bone loss. Cup component was revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of pmi request documents. Device history record (DHR) was not reviewed. This is due to the device not being related to the event. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. The reported event of unknown infection and unknown duration occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. It was also reported, the patient was noted to have bone loss with this event, as well as bone loss/erosion was noted with previous revision. Patient has known history of bone loss/erosion and a second reported occurrence would not be an abnormal finding given patient's comorbidity history and reported revision due to infection. Bone quality (density, strength & weakness of a bone) is influenced by many internal and external factors. Patients diet, or malabsorption due to different disease processes impacts the bone quality, as the body is not able to absorb the required nutrients to build or maintain bone density. Risk factors that increase a patients poor bone quality, not all inclusive; age, bmi, diet, smoking, alcohol consumption, vitamin intake, such as vitamin d, calcium, magnesium, hormone imbalance impacting the pituitary gland, growth factors, thyroidism & medication associated with treatment, steroid use along with other medications, renal diseases, dialysis, diabetes, blood disorders, trauma, fractures, bone on bone wear, surgical trauma or invasive procedures, repeated joint/bone surgeries resulting in bone loss, infections such as osteomyelitis, necrosis of the bone tissues due to disease processes and genetic history of family members with osteoarthritis or osteoporosis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revison of previous triflange due to infection and bone loss.